Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The doctor reports they have a palindrome catheter has migrated out of the patient. The catheter was implanted on (B)(6) 2012 and migrated out on (B)(6) 2012. Sutures were in place for approximately 3 weeks. This event occurred at the patient's home. The catheter was pulled and replaced on (B)(6) 2012. The patient has recovered with no further issues.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.